Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (B)(4) on behalf of the importer (B)(4). After a first event on (B)(6), (B)(4) the maintenance staff from the facility has reinstalled the spreader bar and returned the floor lift to the 5th floor. But on friday (B)(6) 2013 the spreader bar fell again. The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
The spreader bar has fallen during transfer. Pt fell on the chair and received the spreader bar on the legs. No injury.